Event description:
It was reported that the patient was under monitoring for recovery of left ventricular function. Following the onset of low flow events, the patient was admitted to the hospital for comprehensive evaluation. Computed tomography angiography (cta) indicated a possible limitation of the outflow graft, and the patient was subsequently scheduled for surgical revision. The procedure confirmed a twist in the outflow graft, after which left ventricular assist device (lvad) flows returned to baseline values. The patient was reported to be stable and recovering, and both echocardiogram and log file analyses were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.